Event description:
A non-healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, upon lens insertion there was a break in the haptics. The procedure was completed on same day. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).